Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer did not getting any sound on insulin pump. The customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump was on vibrate but did not sounding the audio at all. Customer stated that the insulin pump was set on audio and vibrate and they were advised to adjust the audio volume to 5, press save, and listen for the beep; however they did not heard when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Pump error 63 alarm noted during self test and confirmed in insulin pump history due to broken trace at pin 1 on u1 keypad assembly.